Event description:
Affiliate reports that the evd was noted to be leaking. On review leur lock component of evd catheter noted to be broken. Leur lock removed and replaced with new one.

Manufacturer narrative:
Codman has received the component for evaluation. Upon completion of the investigation a follow up report will be filed.